Manufacturer narrative:
Investigation summary: one sample and one photo of a 5 ml ll syringe (309646) were received and evaluated. The sample was received loose, fully disassembled, and decontaminated. All three components (barrel, plunger, and stopper) were analyzed. The tip of the plunger shows slight damage, as well as the stopper, which affects functionality. No defects were present on the barrel. Additionally, the photo received shows a 5 ml ll loose syringe with a distorted stopper. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. The potential root cause of the damaged tip is associated with the molding process. The potential root cause of the distorted stopper is associated with the assembly process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material: 309646, batch#: unknown. It was reported that the bd luer-lok stopper was defective / damaged and the plunger rod was broken / damaged. The following information was provided by the initial reporter: "failure notes/ details rn attempted to obtain blood cultures; flash back present but not able to draw back. Rn examined syringe to find that plunger not flush/black rubber part sideways in syringe. Neither rn nor helper rn noted any issue with syringe at beginning of procedure. Pt had to receive a separate arterial stick d/t inability to draw cultures with faulty syringe/arterial site blown after attempts to get blood flow. No (patient harm), but patient had to receive extra needle stick d/t defect." Investigation findings indicated that the tip of the plunger showed slight damage, as well as the stopper. Additionally, the photo received shows a 5 ml ll loose syringe with a distorted stopper.